Event description:
A healthcare professional reported that during an intraocular lens(iol) implant procedure the surgeon noticed scratch or mark on intraocular lens. The surgeon noticed on few iols. Possible cause due to injector or cartridge. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received and stated that the procedure was completed with the new cartridge. No issues were noted during implantation. A total 8 plus intraocular lens were affected.

Manufacturer narrative:
Additional information was provided in b.5., d.10., e.1. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A company injector sample was not received at the manufacturing site for evaluation for the report of a scratch or mark on the iol therefore, the condition of the product could not be verified. Device or batch record review a review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported products acceptance criteria. The investigation conducted a non conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. A photo attached to the parent complaint was reviewed by the investigation site. One photo was provided. The photo shows a cropped image of an iol that appears to be implanted with an arrow pointing at the location of scratch or mark on the iol. The reported issue of a scratch or mark on the iol was confirmed from the photo review. Inconclusive the photo review confirms the reported issue of a scratch or mark on the iol however, because an injector sample was not received, the root cause for customer complaint issue cannot be determined. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.